Event description:
During the initial implant procedure, the set screw could not be tightened or loosened on the device. A new device was implanted and the patient was stable with no consequences.

Manufacturer narrative:
The device was returned for analysis; however upon visual inspection, the right ventricular (rv) df4 set screw was missing and not returned for analysis. A new set screw from the laboratory was used and all leads were able to be inserted and secured normally. The reported event of unable to secure the set screw could not be confirmed.